Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failed to release stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, a trapezoid rx basket was used in an attempt to remove a stone. However, the basket failed to open with the stone still inside the basket. The physician removed the catheter and managed to draw the basket out while the stone was still within. To finish the process, another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a051104 captures the reportable event of basket failed to release stone. Block h10: the returned trapezoid rx basket was analyzed, and a functional inspection noted that the basket functioned properly and was able to open and close without any issues. Furthermore, during the analysis, it was observed that the side car rx had been pushed back approximately 6.0 mm which is out of specification. No other problems were noted. The reported event was not confirmed. Based on all available information, it has been determined that the basket operated as intended and was capable of opening and closing without any complications. Consequently, the reported event concerning the basket's failure to release the stone cannot be substantiated. As a result, the assigned cause code for this event is "no problem detected," indicating that the device, complaint, or problem cannot be confirmed. Additionally, it was observed that the side car rx had been pushed back. It is plausible that procedural factors, such as the device advancing through the scope or other aspects of the procedure involving the opening and closing of the basket, could have impacted the device and resulted in the displacement of the side car rx. Therefore, the most probable root cause for this problem found during analysis is adverse event related to procedure.

Event description:
It was reported that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on april 20, 2023. During the procedure, a trapezoid rx basket was used in an attempt to remove a stone. However, the basket failed to open with the stone still inside the basket. With the stone still inside the basket, the physician pulled the catheter and managed to pull the basket out. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.